Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the post implant bav was performed due to severe paravalvular leak (pvl). The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 3 millimeter's(mm). Following dislodgement, the valve moved into the ascending aorta. A non-medtronic guidewire was used during the procedure. Per the physician, the patient had severely calcified anatomy that contributed to the dislodge.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implantation of a 29 mm transcatheter aortic valve, a significant leak was observed. During post-dilation, the valve dislodged in the ascending aorta. A second 29 mm valve was implanted. A third 34mm valve was crimped but not implanted, with the intention to stabilize the embolized valve in the ascending aorta. The physician indicated that the anatomy and calcium in the patient's native valve contributed to the valve embolization.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012891500); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012978498); product type: 0195-heart valves; product ID: d-evolutfx-2329 (lot: 0012891500); product type: 0195-heart valves; product ID: d-evolutfx-34 (lot: 0012710772); product type: 0195-heart valves; product ID: l-evolutfx-34 (lot: 0012912553); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.